Manufacturer narrative:
H2: corrected data.

Event description:
It was reported that, during an arthroscopic procedure, the tip of tendon anchor inserter broke. X-ray were taken before the end of the procedure and it was confirmed the broken metal piece remained inside the body. The piece was removed from the patient during the same procedure. There was a 1 hour surgical delay, and no further complications were reported.

Event description:
It was reported that, during an arthroscopic procedure, the tip of tendon anchor inserter broke. The procedure was completed using the same device as this was noticed after surgery when the x-ray was checked. The broken piece was left in the patient and was later removed. There was a 1 hour surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device finds the device returned with one of the retractable prongs on the distal end of the device fractured off and returned in a zipper bag taped to the handle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the removal of the broken tip of tendon anchor inserter was confirmed by two undated, unlabeled photos. The root cause has been associated with component failure. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device based on this investigation, the need for corrective action is not indicated.